Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was out of town when they got sick. The steps taken to resolve the patient feeling sick and having pain in their kidney and bladder area was that the patient went to the ER and after 9 hours it was decided they had a urinary tract infection (uti) and kidney stones. The patient was given an antibiotic and came home and saw their own urologist.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were sick with chills, had pain from the kidney area around the side to the bladder, and threw-up. The patient was inquiring whether this could be related to the device. However, she thought she was either having a urinary tract infection (uti) or a kidney stone. The patient had dealt with kidney stones in the past. They were away from home and would likely go to the emergency room. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.